Event description:
I had tried to set up an epidural pump with the appropriate tubing but when attempting to prime the line, it did not prime. The tubing was securely attached to the pump and was fully inserted into the medication bag. It attempted to prime for 15ml but it never reached the end when the line usually primes in 6ml. Product was from lot# 4284692 and gtin: (B)(4). FDA safety report ID# (B)(4).